Event description:
New information received notes that the patient's implantable cardioverter defibrillator eroded out of the patient's pocket. It was further noted the patient experienced discomfort due to the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not yet received.

Event description:
It was reported that the patient presented with an unspecified device pocket issue. The patient's full implantable cardioverter defibrillator system was explanted and replaced. The patient was stable.